Event description:
It was reported the 511sd, 511st, 1seal were used during a laparoscopic right adrenalectomy. It was reported two 1seals tore upon insertion of a lcs device. Two trocar sleeves' internal seals tore while no reducer was being used, and a 511sd would re-arm. New devices were opened to complete the case. There was no consequence to the pt.